Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The device was returned and evaluated, and the customer¿s allegation of blurry image was confirmed. The additional evaluation findings are as follows: the tube was bent, the tube had dents, and the inside lens was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the telescope "oes elite" had a blurry image. The issue was found during preparation for use, and the therapeutic procedure (electrosurgery of the uterine cavity) was completed with a similar device. There were no reports of patient harm. During evaluation of the returned device, it was found that the eyepiece funnel was missing and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the missing eyepiece funnel could not be identified. Due to the fading of the laser marking related to the eyepiece, it¿s likely the cause is related to the age of the object, signs of wear and tear, frequent use, and lack of maintenance. Olympus will continue to monitor field performance for this device.